Event description:
It was reported that during removal of the introducer sheath, it separated at the hemostasis valve hub. Removal of the separated portion was done percutaneously. There were no pt complications.